Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the air supply volume and the water removability failed due to the clogging of the nozzle, the large light guide cover lens was scratched, the small light guide cover lens was chipped, the charged coupled device cover lens was discolored, the light guide cover adhesive was chipped, the charged coupled device cover lens adhesive was chipped, the plastic distal end cover was scratched, the bending section cover adhesive was discolored, the bending section cover had sunken folds, the connecting tube was scratched, the scope body was scratched, the scope cover was scratched, the universal cord was scratched, the scope connector cover was scratched, and there was angulation play of the right left knob and the up down knob. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera ii gastrointestinal videoscope experienced a blockage in an unknown channel. The issue was found during preparation for an unspecified procedure. The device was returned for evaluation. During the device evaluation, the nozzle was found to be clogged with foreign material of an unknown origin. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Event description:
Additional information was received from the customer stating that the event was found during reprocessing.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the event, ¿foreign material clogged in nozzle¿, was confirmed. The foreign material could not be specified. The root cause of the remaining foreign material could not be identified since it was unknown if the reprocessing steps were implemented in line with the instructions for use (IFU). It was confirmed that the section of the device with the foreign material residue had no deformation. There was no report that the device was used in procedure while the suggested event occurred. Performance of reprocessing on the device was secured in the reports by reprocessing appropriately in accordance with instructions for use (IFU/cleaning/disinfection/sterilization). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the device was manufactured. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.